Event description:
It was reported that the patient got a bladder infection. It was added that somebody pushed buttons on the patient programmer and two weeks later, the patient got the infection. It was stated that the device worked "wonderfully" for the patient. Additional information has been requested. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
Product ID: 3037 lot# serial# (B)(4), implanted: 2008 (B)(6), product type programmer, patient product ID: 3095-10 lot# serial# (B)(4), implanted: 2011 (B)(6), product type extension product ID: 3889-28 lot# v735243, implanted: 2011 (B)(6), product type lead product ID: neu_unknown_lead lot# serial# (B)(4), implanted: 2008 (B)(6), product type lead. (B)(4).

Event description:
Additional information received reported the patient received assistance from their doctor or manufacturer representative and they no longer had concerns with their device or therapy.

Manufacturer narrative:
(B)(4).